Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse ran all alignments and adjusted the ca-660 analyzer. Filters and the peltier cooler were cleaned. The detector block was calibrated and the customer ran qc successfully. There was no indication of a reagent or centrifuge issue as other patients and qc were fine. There has been no indication of other erroneous results from this instrument other than this specific patient. This appears to be an issue related specifically to samples collected from this patient. Per clsi h21-a5 all anticoagulant-containing collection containers should immediately be gently mixed by three to six complete end-over-end inversions to assure thorough mixing of the specimen with anticoagulant; refer to the sample tube manufacturers product insert for full detail on collection requirements. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant high prothrombin time (pt) / international normalized ratio (inr) patient result was generated on the ca-660 analyzer. All qc recovery was acceptable. The initial pt/inr result generated a "no coagulation error." This sample was run in a tube. The user repeated the same sample (repeat 1) on the same system (in a cup) and generated a ptx (prothrombin time - extended) result of 232.8 seconds / inr=22.82 with and "err 4 analysis time over" error. The same sample was run again (repeat 2) in a cup and a ptx result of 241.3 seconds / inr=23.66 was generated with no errors. The user reported the pt (repeat 1) result of 232.8 seconds/ inr=22.82 to the physician as it was similar to repeat 2 and it was not questioned. A new sample was tested (repeat 3) on the same system in a cup and a pt result of 29.2 seconds /inr=2.86 and ptx result of 28.4 seconds/ inr=2.78 were generated. The user re-ran the 1st sample (from initial result) in a tube and generated an error. The user re-ran the 1st sample (from initial result) in a cup and generated (repeat 4): pt =26.1 / inr 2.56, ptx =26.1 / inr 2.56. There was no known impact or adverse health consequence to the patient due to the discordant high pt / inr result.